Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oropharyngeal pain ("sore throat") and cough ("cough"). The patient was treated with inhaler and surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal, oropharyngeal pain and cough outcome was unknown. The reporter considered cough, medical device removal and oropharyngeal pain to be related to essure. Concerning the injuries reported in this case the following event was reported via social media: medical device removal, sore throat and cough. Amendment: the report was amended for the following reason: it was detected that this case # (B)(4) was a duplicate of case (B)(4) to which all the relevant information was transferred, then this duplicate record # (B)(4) should be deleted from bayer safety database. . No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced oropharyngeal pain ("sore throat") and cough ("cough"). The patient was treated with inhaler. Essure was removed. At the time of the report, the medical device removal, oropharyngeal pain and cough outcome was unknown. The reporter considered cough, medical device removal and oropharyngeal pain to be related to essure. Concerning the injuries reported in this case the following event was reported via social media: medical device removal, sore throat and cough. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.